Event description:
A review of service data detected a reportable event. During servicing, monitor (B)(4) was found to have battery communication errors. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device eval of monitor (B)(4) has been completed. The monitor's battery connector pins were broken, preventing the batteries from being plugged into the monitor. The cause for the broken battery pins was not positively identified but was likely due to a misalignment problem when the pt inserted the issued battery pack into the monitor. The root cause for the misalignment problem was not positively identified. No adverse event resulted from the broken pins. The last pt to use this monitor did not experience any problems with it.